Event description:
It was reported that the pt was exhibiting low-pressure symptoms and did not improve when the valve was adjusted. The valve was explanted and replaced with a fixed pressure valve.

Manufacturer narrative:
The device has not yet been returned to the MFR.